Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified in section model #/lot # has not been cleared in the us, but is similar to the fluency plus endovascular stent grafts products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent grafts products are identified in the report. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure, the vascular stent graft allegedly failed to deploy from the vascular stent graft delivery system, and the handle of the delivery system allegedly broke. Reportedly, another device was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the reported event. Investigation summary: based on the available information and as no sample was returned the complaint was closed with inconclusive results. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." (B)(4).

Event description:
It was reported that during a stent graft deployment procedure in the brachial artery to treat a tortuous and calcified lesion in the hypogastric artery via the left arm access, the vascular stent graft allegedly failed to deploy from the vascular stent graft delivery system, and the handle of the delivery system allegedly broke. Reportedly, another device was used and the procedure was completed. There was no reported patient injury.